Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of two incisional hernias with two composix kugel meshes. On (B)(6) 2006 - patient underwent exploration of abdominal wound and colonoscopy. It was noted that there was a tract of granulation tissue extending deep into the wound and that cultures were obtained. On (B)(6) 2006 - patient underwent excision of infected composix kugel mesh and hernia repair with a non-bard graft.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. This is a patient with a complex medical/surgical history significant for diabetes, obesity, hyperlipidemia, cholecystectomy, and colon cancer resulting in a right hemicolectomy. The operative report from (B)(6) 2006 describes the mesh as being infected and indicates that cultures taken were (B)(6), but there were no culture reports included in the medical records provided. Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicates that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. See MDR 1213643-2007-01002 for information related to the other composix kugel mesh implanted on (B)(4) 2006.